Manufacturer narrative:
Continuation of d10: dtma1qq crtd implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with an altered mental status and a possible stroke. A remote monitoring transmission was reviewed by qualified personnel and it was noted that the atrial markers appeared approximately on top of the ventricular markers on the current and some stored electrograms (egm). Additionally, the right atrial (ra) lead displayed undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.